Manufacturer narrative:
Concomitant medical products: 7121 lead, implanted (B)(6) 2010. Product event summary: the full lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds at implant and continued to rise to the point of non-capture. The patient experienced worsening heart failure. The lead was turned off and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.